Event description:
While inserting endoscopic reticulating linear cutter, the reload unit fell out of the stapler into the chest cavity. Additional 8 inch incision was made and a video assisted thoracotomy performed to retrieve the reload unit. Please refer to report #98-210015-00008 submitted under the voluntary reporting requirements. Access no: mw 1014875.